Event description:
During procedure, a reduced sensing value and increased threshold value were observed due to lead dislodgement. The helix was still partially attached to the patient. The lead was explanted and replaced with no patient consequences.

Manufacturer narrative:
A complete lead was returned with the helix partially extended and clogged with blood. Visual inspection found the lead bent at the distal region and the outer insulation cut, which is consistent with that occurring at the time of explant. After cutting the lead, cleaning the helix, and applying torque directly to the inner coil, the helix was able to extend and retract within product specification. Sensing p-wave amplitude variation and inadequate capture threshold were not confirmed. The hi-pot test failed due to physical damage. Based on the information received, the cause of the reported incident could not be conclusively determined.